Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. There was poor communication with and without the antenna. It would not interrogate. The programmer was broken. Communication was possible with the implantable neurostimulator recharger (insr). The patient had not recently been implanted or had a revision surgery. The patient used the antenna. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna, placing the patient programmer directly over the ins, on skin, and syncing with the ins did not resolve the reported issue. It was noted the patient was not educated under anesthesia. There was no patient injury reported. Later, the consumer reported it was actually the insr that was not working. The patient described how the insr showed a reposition antenna screen. At first the patient said that she could connect with the patient programmer, but then she said it was not working. A poor communication screen was shown. It was noted the last time the patient charged was one month prior to the report. At this point, the patient was feeling very little stimulation. The insr and patient programmer were not connecting either. Patient services reviewed the patient may have been in overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included spinal pain.